Event description:
Customer reported experiencing pain while wearing the adc device and had contact with an hcp who advised the application of vaseline and gauze tape. The customer additionally reported experiencing a loss of consciousness while wearing the device and having contact with an hcp who provided unspecified treatment. No further details were provided by the customer as it pertains to the reported issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by (B)(6) to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed on the reported complaint and it has been determined that there was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensor and there were no adverse trends that indicate any product-related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. The date of the event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing pain while wearing the adc device and had contact with an hcp who advised the application of vaseline and gauze tape. Customer additionally reported experiencing a loss of consciousness while wearing the device and having contact with an hcp who provided unspecified treatment. No further details were provided by the customer as it pertains to the reported issue. There was no report of death or permanent impairment associated with this event.